Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer reported they had their device removed due to infection. The indications for use were non-malignant pain and chronic low back pain. No device issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.